Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6297159 common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6840450. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort, however, it is unknown if this was caused by stimulation or pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Investigation was unable to determine which leads attributed to this issue.